Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to pull medication as it was stuck on requested rx verify status. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to pull medication as med was stuck on requested rx-verify status. A technical support specialist (tss) logged into mlq and found that the item had not been approved because it was set to a different date, likely due to a time zone difference. After the client contacted the pharmacy, the user was able to successfully pull the medication following discussion with the pharmacy representative. The system functioned as intended after the technical support specialist investigate the issue.